Manufacturer narrative:
(B)(4). Concomitant medical products: 00781805200, endo femoral head 12 / 14 taper, 63068298. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Discarded.

Event description:
It was reported that the patient underwent right hemiarthroplasty. Subsequently, the patient was revised due to aseptic loosening of the femoral component, pain, and instability. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Concomitant medical product: simplex bone cement lot rcy042 and ray007. Reported event was confirmed by review of op notes. The x-rays provided were reviewed by an external radiologist. According to the review; the x-rays demonstrate a thin periprosthetic lucency along the lateral margin of the cement-bone interface in the trochanteric region of the system, this suggests loosening. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: upon receipt of additional information it has been determined that the device should be reported under medwatch#:0002648920-2018-00447 as this uses the correct manufacturing site. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.